Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Potential cause: a root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no DHR review is required at this time. Should more information become available, this complaint will be re-assessed. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: the patient¿s right breast prosthesis was shipped out to mentor since migration condition was observed. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implant 375cc (left) and mentor memorygel breast implant 400cc (right) and experienced capsular contracture, baker grade 3 on the left side and a device migration on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2018. This report is for the right side device. This report contains supplemental information for mentor psr reference number (B)(4). This complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc.